Manufacturer narrative:
The evaluation of the customer¿s issue included trending and labeling review. Trending review determined no trend for the issue for the product. Labeling review concludes that the issue is adequately addressed. The architect system operations manual troubleshooting and diagnostics, observed problems ¿ depressed results, provides multiple probable causes and corrective actions for depressed results. Based on all available information no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
The customer reported false depressed chloride (cl-) results with the architect c 16000 analyzer for one patient. The customer provided for sid (B)(6): initial = 61 mmol/l, repeat = 98 mmol/l (normal range 97 ¿ 111 mmol/l). Customer indicated the repeat result was reported and not questioned. There was no reported impact to patient management there was no reported impact to patient management.